Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis stuck inside a guide catheter, with a guidewire stuck inside the wire lumen. The device was soaked in a bath and when removed could move inside the guide catheter but could not be removed due to the stent damage and guidewire could not be removed. In order to remove the device from the guide catheter the manifold hub was cut off and the device removed distally from the guide catheter without issue. Device soaked again in a bath and when removed guidewire was able to be withdrawn without issue. A visual examination of the stent found signs of stent damage. The stent appeared to have moved on the balloon distally as the distal end of the stent was partially covering the distal marker band. Also, the proximal end of the stent was lifted and bunched distally. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Guidewire successfully removed from the device after soaking and several areas where the coating was missing was observed with bare metal showing.

Event description:
It was reported that catheter entrapment occurred. The 85% stenosed, 24mm in length target lesion was located in the moderately tortuous and calcified, 4.0mm in diameter left circumflex artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent became stuck in the guidewire. The devices were removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that catheter entrapment occurred. The 85% stenosed, 24mm in length target lesion was located in the moderately tortuous and calcified, 4.0mm in diameter left circumflex artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent became stuck in the guidewire. The devices were removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.